Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and evaluation, it was determined that the small battery drive device was making a grinding noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation and testing. The small battery drive device was evaluated and it was determined that the unit was making a grinding noise. It was observed that the device was making an unusual noise, and the motor, electronic control unit (ecu), and bearings were corroded. It was further determined that the device failed pretest for oscillation angle check. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods, which is user error/misuse/abuse. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.